Manufacturer narrative:
There was no device available for analysis; therefore, the reported device performance difficulties cannot be confirmed. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence. A replacement surgery was performed in which air was noticed in the system, evident by the pump and balloon being half full. The physician believes the break in the system occurred near one of the cuffs. No troubleshooting was completed to identify the source of the leak or puncture. All system components were replaced, and no patient complications were reported.